Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available there was no report of a device performance allegation. The reported patient symptom of incontinence is a known risk associated with the procedure and indicated in the device labeling as such.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to leakage and urinary incontinence. The existing device was explanted and replaced with a new aus. The patient outcome post revision surgery was reported as good.